Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(6) that a colleague infusion pump encountered the channel b display being blank upon power up; this condition had the potential to interrupt delivery. It is unknown in which care area this event occurred. There was no reported patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. No additional information is available. The user interface module master software version is unknown.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with a blank channel b display was confirmed and reproduced. The cause of the reported condition was determined to be broken main display. The display on channel b was replaced to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. This involved a colleague infusion pump with a user interface module master software version 6.13.92.